Manufacturer narrative:
The insulin pump was received with a critical error due to corroded electronic assembly. The motor assembly found corroded per visual inspection. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error.